Event description:
Per the clinic, the internal magnet became dislodged during an MRI on (B)(6) 2013. Surgery to replace the magnet occurred on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.